Manufacturer narrative:
Date sent to FDA: 08/24/2016. The actual sample was received for evaluation. The suture was examined for visual inspection attribute defects and blood residues was observed and there are marks on the end of the suture and it was cut likely by use of the needle holder. According to the sample condition suggests an improper handling of the sample.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a laparoscopic myomectomy procedure on (B)(6) 2016 and the barbed suture was used. During the procedure, the suture broke and was changed to another like device to complete the procedure. There were no adverse patient consequences reported. No further information is available.